Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button is intermittently responsive. There was evidence of keypad contamination found under the up arrow, down arrow, and ok key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the ok keypad button had a delayed response. The patient denied damage to the keypad. The patient reportedly wore the pump in a case attached to a belt and cleaned it with soap and water. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.